Event description:
Pt was hospitalized for low blood glucose. It was informed that the customer was found out cold and the ambulance came. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer stated that glucose level is low almost every day. It was indicated that basal rate has been decreased lately. Also the activity level has decreased. The doctor suggested to the customer that maybe pancreas is beginning to produce insulin again. Advised the customer to discuss today's findings with the doctor.